Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the certas plus small valve was placed in a (B)(6) male patient with a pseudo tumor. The patient came to the office and it was reported that the patient was over-draining. The treating physician changed the valve setting to 8 virtual off with the electronic programmer. The setting of 8 was verified with the electronic tool kit. The patient was experiencing headaches and came in for an MRI. A pre-x-ray on the valve was performed and the valve was reading a setting of 2. The post MRI x-ray was still reading a setting of 2. The valve was replaced with a competitor valve. The patient was reported as doing well.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h6, h10 the certas valve was returned for evaluation. Device history record (DHR) - review of the history device records was not possible as the lot number is unknown. Failure analysis - the position of the cam when valve was received was at setting 6. The valve was visually inspected; the rotation construct was stuck in the up position the titanium axle has come out of position due to a shock to the valve, a bump mark was noted in upper casing, also the needle guard is slightly raised. The valve was hydrated. The valve was tested for programming and valve failed the test, the rotating construct did not move. The valve was leak tested and no leaks noted. The valve passed the test for occlusion, reflux and pressure. The needle chamber was dismantled; the needle guard was slightly bent, and glue traces were noted on the needle guard and the silicone housing base. Root cause - the root cause for the bump mark in the top of the valve casing is due to the valve receiving a hard knock the root cause for the rotating construct in the upper position and the titanium axle out of position is due to the valve receiving a hard knock. The root cause for the issue reported by the customer is due to the valve receiving a hard knock. The root cause for the slightly raised needle guard is probably due to wrong the valve receiving a hard knock.

Event description:
N/a.